Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a (B)(6) infection. There were no additional adverse effects reported. This crt-d was explanted and then used externally for temporary pacing support.

Manufacturer narrative:
.

Event description:
Additional information received that the patient experienced sepsis and the crt-d was removed from service when a new device was implanted. No additional adverse patient effects were reported.